Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified ICU medical product where it was reported there were reports of disconnection- all total parenteral nutrition (tpn) lumens. It was reported that this has happened after the packages are opened and the devices are connected. There was unknown patient involvement and unknown harm.